Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Reportedly, the customer lost consciousness and paramedics were called. Customer was treated with intravenous fluids of sugar and was monitored by paramedics recommendation was made to consult with a healthcare provider regarding diabetes management.